Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively established through this evaluation. It was reported that the patient has a history of cardiomyopathy since 2001. The patient had an ICD placed in 2015 and a heartware hvad placed on (B)(6) 2015. The patient¿s course was complicated by right ventricle failure and had some problems with gastrointestinal bleeding. It was reported that the patient has had a fairly chronic renal insufficiency with a baseline creatine between 1.7 and 2.0. At one point, the patient had a gastrointestinal hemorrhage that was significant enough to drop their hemoglobin level into the 6 range. The account communicated on (B)(6) 2019 verifying that the patient was implanted on (B)(6) 2015. The account also communicated on (B)(6) t2019 stating that they were unsure if the rv failure occurred prior to being implanted. The account stated that the patient experienced gi bleeding and infection after the device was implanted. The patient remained ongoing on heartmate 3 lvas until (B)(6) 2019, when the patient was routinely transplanted. There is no product available for evaluation. The heartmate 3 lvas IFU lists bleeding, renal dysfunction and right heart failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information regarding this event was previously reported under MFR # 2916596-2019-02227. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient has a history of cardiomyopathy since 2001. The patient had an ICD placed in 2015 and a heartware hvad placed on (B)(6) 2015. His course was complicated by rv failure and he also has had some problems with gastrointestinal bleeding. The patient had a heartmate iii lvad placed on (B)(6) 2015 as well. He has had a fairly chronic renal insufficiency. His baseline creatinine is listed as being between 1.7 and 2.0. At one point, he had a gastrointestinal hemorrhage that was significant enough that he dropped his hemoglobin into the 6 range. Account reported patient was implanted with an hvad (non-abbott device) on (B)(6) 2015. Additionally they reported that the patient was implanted with a heartmate 3 on the same date. However, the implant date on record with abbott for this patient was (B)(6) 2015. Gi bleeding and rv failure were reported at this time. This date is after the reported implant date but before our recorded implant date. Additional information was requested, but the account declined to provide any additional information. It is likely that the rv was a preexisting condition and the heartmate 3 device was not a cause of the event. However, because of the conflicting information provided by the account the reported infection is being conservatively reported.